Event description:
Patient procedure was complete. Nurse in the room to provide assistance to transfer patient from table to stretcher. We believe the stretcher wheels hit the fluoro pedal and then, fluoro pedal continued to stick even without any pressure on it. Staff did not know the machine was on until a radiologist in the control room came in and said, he was seeing motion on the control room imaging screen. The technologist had to shake and knock at the pedal to make it shut off. Further investigation indicates that the foot pedal has been replaced 3 times for sticking. Staff have to kick, hit it, to shut it off.